Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 100% to 5%. The customer's blood glucose level was 83 (mg/dl). The customer stated the pump began charging successfully. Reportedly the customer would continue to use the pump for insulin therapy.